Manufacturer narrative:
Sample collection and centrifugation data was not supplied by the customer. Qc was not supplied. Per the customer, the sample was initially processed through the closed tube aliquotter (cta). Per the customer, the initial result came from the first replicate of a new accutni reagent pack. This event was presented to the bci review team on (B)(6) 2011 and is currently under investigation by bci. Root cause is pending to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected troponin (accutni) result above the ami cut-off on one patient that was generated by the unicel dxc 600i access immunoassay system. Higher results, which indicated imprecision, above the ami cut-off were obtained upon repeat analysis. The erroneous result was not reported out of the laboratory. The customer did not report affect to patient treatment or user attributed or connected to this event.